Event description:
It was reported that during a laparoscopic roux-en-y procedure the device was leaking pneumo. Another device was used to complete the case with no patient consequence. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.